Event description:
It was reported that the patient with this pacemaker system stated that they were notified by the healthcare facility of possible lead damage and increased impedance measurements. Boston scientific technical services (ts) discussed no previous calls regarding this lead. No adverse patient effects were reported. At this time, this device system remains in service.